Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g366 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g366 shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The customer provided photographs and returned the kit for evaluation. The photographs verify that a blood leak took place on the pump deck of the instrument. Inspection of the returned kit confirmed the origin of the blood leak was from the system pressure dome. The diaphragm of the system pressure dome was partially unseated and there was blood on the underside of the body of the pressure dome. The returned system pressure dome and diaphragm were cleaned and reassembled for testing. A pressure test was performed on various components of the returned kit, including the system pressure dome, and no leaks were identified. In conclusion, the blood leak occurred due to the partially unseated diaphragm on the system pressure dome. If the system pressure dome is not properly attached to the instrument's pressure sensor, the pressure dome diaphragm will have room to move and become unseated under high system pressure. The root cause of the pressure dome membrane leak was most likely use error - improper installation of pressure dome. No further action is required at this time. Investigation complete. (B)(4). S.d.a. (B)(6) 2019.

Event description:
The customer called to report a blood leak during a treatment procedure after approximately 205 mls of whole blood was processed. The customer indicated that there seemed to be blood leaking from the bottom of the pump tubing organizer (pto); however, they were not able identify the exact origin of the leak. There were no alarms prior to the leak, and there were no issues experienced by the customer when loading the kit. The treatment was aborted and no blood was returned to the patient. The customer stated the patient was stable. The customer provided photographs and returned the kit for investigation.